Event description:
It was reported that 1 bd syringe 0.3ml 29ga 1/2in had foreign matter on the device cannula or in the fluid path. The following information was provided by the initial reporter: it was reported that two chemicals were found in syringes.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. Initial reporter city and state: unknown, (B)(6). Initial reporter zip code : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd syringe 0.3ml 29ga 1/2in had foreign matter on the device cannula or in the fluid path. The following information was provided by the initial reporter : it was reported that two chemicals were found in syringes.